Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. Additionally, the t:slim pump user guide states: "change your infusion set every 48¿72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the high 300s (mg/dl) for 2 days. Customer administered a correction bolus to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, the customer uses their infusion sets and humalog in the cartridges for 4 days at a time. Customer was reminded that their infusion sets and humalog are only indicated for use up to 48 hours. Recommendation was made to change the pump supplies, and to consult with their health care provider to discuss diabetes management.